Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 08/18/2009 and 09/04/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 09/11/2009.

Event description:
A surgeon reported a pt seeing a point with streaks of light following intraocular lens (iol) implant surgery. Additional info has been requested.